Event description:
It was reported that the patient heard an alarm and went to the hospital. The right ventricular leads impedances were out of range. At the revision procedure the lead's impedance measurements were instable, therefore the lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was high resistance/impedance. There was two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012, 09:00:05 and (B)(6) 2012, 09:00:05. The weekly hv (high voltage)-lead impedance trend data shows an abrupt increase for max defib active can on impedance and max svc (superior vena cava) defib impedance equaling 56 to 254 ohms range between (B)(6) 2012.